Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t gen5 stat assay on a cobas 6000 e 601 module. The sample initially resulted with a troponin t value of 6 ng/l, which was reported outside of the laboratory. The sample was repeated, resulting with a value of 319 ng/l. The repeat result was believed to be correct. The patient was not adversely affected. The troponin t reagent lot number was 30564901, with an expiration date of 30-jun-2019. The customer declined a service visit. The customer stated that all patient tests were repeated and the results matched. The last calibration was performed on (B)(6) 2018. There were no alarms on the calibration and the calibration signals are as expected. All quality controls were within range on the day of the event. There was no indication of a performance issue with the reagent or instrument. Upon review of the alarm trace, there were 2 abnormal aspiration alarms occurring on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The initial troponin t value of 6 ng/l was confirmed to be < 6 ng/l accompanied by a data flag. The customer stated that they were getting system reagent alarms at the time the sample was first tested. They repeated the sample to ensure the result was accurate.